Event description:
It was reported that the right ventricular lead thresholds increased from 0.5 v, 0.5 ms at implant to 2.75 v, 1.0 ms. Pulse generator output was increased from 3.5 v, 0.5 ms to 5.5 v, 0.5 ms to support right ventricular pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.